Manufacturer narrative:
Sample requested, however no sample is available at this time.

Event description:
"The customer stated: the blade # 10 is breaking during procedure. This was reported on the asmc joint ls pack. Neither patient injury nor medical intervention has been reported, but clinical data requested due to the nature of the issue.